Event description:
(B)(6) 2026 - we were notified of a patient with a retained capsule. The customer also stated that the capsule did not make it to the small bowel, therefore they are planning to surgically remove the capsule. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain more information. (B)(6) 2026 - completed frm-0089d was received from the customer stating that the patient had a pre-existing condition that could have led to the retention. The patient had a failed fundoplication with a large recurrent hiatal hernia and vagotomy that caused delayed gastric emptying. The patient ingested the capsule on (B)(6) 2026. On (B)(6) 2026, the patient had lower abdominal pain and went to the ER, where a CT scan confirmed that the capsule was retained. On (B)(6) 2026 the patient underwent an egd, and the capsule was removed successfully. The customer reported that the procedure was difficult since there was a large volume of retained food due to gastroparesis. The patient is reportedly stable and doing fine after the procedure.

Manufacturer narrative:
(B)(6) 2026 - we were notified of a patient with a retained capsule. The customer also stated that the capsule did not make it to the small bowel, therefore they are planning to surgically remove the capsule. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain more information. (B)(6) 2026 - completed frm-0089d was received from the customer stating that the patient had a pre-existing condition that could have led to the retention. The patient had a failed fundoplication with a large recurrent hiatal hernia and vagotomy that caused delayed gastric emptying. The patient ingested the capsule on (B)(6) 2026. On (B)(6) 2026, the patient had lower abdominal pain and went to the emergency room, where a CT scan confirmed that the capsule was retained. On (B)(6) 2026 the patient underwent an egd, and the capsule was removed successfully. The customer reported that the procedure was difficult since there was a large volume of retained food due to gastroparesis. The patient is reportedly stable and doing fine after the procedure.